Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed but the exact cause remains unknown. One 4 fr powerpicc solo catheter was returned for investigation. A sticker label was returned with lot: redp1815. The catheter had been trimmed at the 47 cm depth marker. The stylet t-lock assembly was returned outside of the catheter. A kink in the polyimide tubing of the stylet was observed 3.9 cm from the distal end. Red residual material was observed on the metal portion of the stylet. Microscopic observation revealed the kink to be located in between magnet locations. The polyimide tubing wall thickness was measured and found to be within specification. Based on the condition of the reported event and condition of the returned sample, possible contributing factors include damage during removal from kit and damage due to advancement against resistance. A lot history review (lhr) of redp1815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was found bent after being removed from the packaging. (B)(6) 2019: it was reported that the 4fr PICC kit was opened for placement and found the wire inside was bent at the tip at a 90 degree angle. It was stated that the placer bent the catheter at the tip to make a marking after the inside wire was found bent. It was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp1815 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was found bent after being removed from the packaging. (B)(6) 2019: it was reported that the 4fr PICC kit was opened for placement and found the wire inside was bent at the tip at a 90 degree angle. It was stated that the placer bent the catheter at the tip to make a marking after the inside wire was found bent. It was not used on a patient.